Event description:
It was reported that during ptca, after predilatation was performed, while stenting the calcified mid left ascending diagonal (lad) with 3.0 x 12 mm multi link vision, a dissection occurred at the distal edge of the stent. Another 3.0 x 12 mm multi link vision was used to successfully treat the dissection. No additional info was provided.

Manufacturer narrative:
(B)(4). The reported pt effect of dissection, as listed in the vision instructions for use (IFU), is a known potential adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilation, placement of additional stents, or other). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.